Manufacturer narrative:
Product analysis update: it was further noted that analysis was unable to confirm the customer comment that the programmer's printer made a strange noise and the media bay door latch was missing. It was additionally noted that the beeping sound and on start up and cursor moving autonomously were not confirmed on final analysis. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Correction h6: eval code result correction h6: eval code conclusion medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections: b3 date of event d5 : oper of dev d9 : return date e : initial reporter g2 : report source medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's printer malfunctioned and made a strange noise. The programmer was returned for evaluation and subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: preliminary analysis was unable to confirm the customer comment that the programmer had a printer malfunction. It was noted on analysis that the programmer was making a beeping sound intermittently on starting up with the cursor moving and touching the screen autonomously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.